Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported partial clip movement on the leaflet appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery systems (70831u131) referenced in describe event or problem is filed under a separate medwatch report number.

Event description:
This is filed to report the clip (70628u111) movement post deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The fist clip was implanted, reducing the mr to 2-3. The next clip delivery system (cds 70628u111) was advanced to the mitral valve, and the clip was implanted, reducing the mr to 2. It was noted that due to some tension in the system, the clip changed its position a few millimeters immediately after deployment. The decision was made to implant a third clip (70831u131), which was advanced to the mitral valve, but both leaflets could not be grasped and there was interaction with the lateral chordae. The mr returned to 3-4; therefore, the cds was removed and the clip was not implanted. It was suspected that there was mitral valve injury due to the chordal interaction, but this could not be confirmed due to imaging quality. No further treatment was attempted and the procedure was discontinued. In the physicians opinion, the minimal changing of the final position of the second clip after deployment was the reason for that inability to grasp with third clip. The patient remained hemodynamically stable throughout the procedure. Two clips were implanted and the mr remained at 3-4. No additional information was provided.